Manufacturer narrative:
(B)(4).

Event description:
It was reported that within the last year, the patient underwent surgery for revision of the generator site for recurring gastroparesis symptoms secondary to celiac artery compression syndrome. The patient subsequently developed an infection at the implant site which required re-hospitalization for removal of generator and wound management. The wound was healed and the patient was to undergo re-implantation in september. Additional information has been requested, a follow up report will be sent if additional information is received.